Manufacturer narrative:
As of today, the device has not been returned for analysis. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(4) 2007, exhibited a battery voltage of 2.57 volts. Following the first capacitor reform, the charge time measurement was 19.2 seconds and following the second capacitor reform, the charge time measurement was 14.8 seconds. To date, no adverse patient effects were reported with this clinical observation. Subsequent information indicates that the device was explanted. There were no adverse patient effects reported.